Event description:
Teeth started to decay and I had to start having them pulled. My hair started coming out in chunks. I continuously got the infection bv. Bleeding and pain during and between periods. Low vitamin d. FDA safety report ID#(B)(4).